Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the implantable cardiac monitor (icm) exhibited under sensing that is due to a potential loss of contact. The icm did not register a pause despite being a pause marker. No intervention was performed. Patient status was not known.